Event description:
The pump did not detect the cartridge during the load cartridge phase. During evaluation the force sensor was found to be out of calibration. This problem was an unreported failure that was found during investigation.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During the investigation, the pump did not detect the cartridge during the load cartridge phase. The force sensor was found to be out of calibration during testing.